Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the detachable needle broke off the bd integra¿ syringe into the patient near their left hip. The patient received an x-ray, but the needle was not found. The following information was provided by the initial reporter: "daughter stated, dad had xray done and needle was not seen. Stated, needle broke off near left hip. Stated, dad is experiencing discomfort. Stated, he was not prescribed antibiotics. Stated, he was told to follow up if infection shows up and eventually needle will make its way out. Stated, did not get full dosage due to needle break." "Using the bdintegra syringe for a prescribe testostrone injection and the needle broke off inside of the patient at the injection site. The patient is unable to see the needle."